Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, customer fell and landed or rolled over the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.